Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic adhesions ("scare tissue") in a female patient who had essure (batch no. 802265) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dvt and endometriosis. Previously administered products included for an unreported indication: mirena and depo-provera. Past adverse reactions to the above products included deep vein thrombosis with depo-provera; and embedded device with mirena. Concurrent conditions included factor v leiden heterozygote. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy cycle,"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic adhesions (seriousness criterion medically significant), back pain ("lower back pain") and migraine ("migraines"). The patient was treated with hysterectomy and bilateral salpingectomy and essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract infection, headache, dysmenorrhoea, pelvic adhesions, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: reporters and essure lot number received. Concurrent conditions and past medical history added. Events: infection bladder/urinary, migraines, headaches, dysmenorrhea (cramping), scare tissue, dyspareunia (painful sexual intercourse), and lower back pain were also added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), scar ("scare tissue") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. 802265-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dvt, endometriosis, pyelonephritis, asthma and chronic mastoiditis. Previously administered products included for an unreported indication: mirena and depo-provera. Past adverse reactions to the above products included deep vein thrombosis with depo-provera; and embedded device with mirena. Concurrent conditions included factor v leiden heterozygote. Concomitant products included enoxaparin sodium (lovenox), mefenamic acid (ponstel), salbutamol (albuterol) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy cycle,"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), scar (seriousness criterion medically significant), back pain ("lower back pain"), migraine ("migraines"), autoimmune disorder (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract infection, headache, dysmenorrhoea, scar, back pain, migraine, autoimmune disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, back pain, cystitis, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, scar and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 3-oct-2018: pfs received. Historical condition, concomitant drug was added. Events autoimmune disorder, dyspareunia were added. Updated onset date. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic adhesions ("scare tissue") in an adult female patient who had essure (batch no. 802265-invalid) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dvt and endometriosis. Previously administered products included for an unreported indication: mirena and depo-provera. Past adverse reactions to the above products included deep vein thrombosis with depo-provera; and embedded device with mirena. Concurrent conditions included factor v leiden heterozygote. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("heavy cycle,"), cystitis ("infection bladder"), urinary tract infection ("infection urinary"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic adhesions (seriousness criterion medically significant), back pain ("lower back pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, cystitis, urinary tract infection, headache, dysmenorrhoea, pelvic adhesions, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, headache, menorrhagia, migraine, pelvic adhesions, pelvic pain and urinary tract infection to be related to essure. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("heavy cycle,"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.